Event description:
Small fragment screws were removed and replaced, because the surgeon was dissatisfied with the length and positioning of them. The two 2.7mm screws were too long, and the lag screw was too close to the joint space.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records were not provided. Provided info states the surgeon was dissatisfied with the length and positioning of the screws. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.